Event description:
It was reported per the field service report: symptom - pump had "purge failure alarms" while on pt. As a result, the pump was switched out without pt complications. Findings/actions taken: biomed confirmed alarm. Pneumatic control switch (psc) assembly sent to and replaced by the hospital's biomed department. There was no reported pt death, injury or complications.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.